Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading blood as control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started to read blood as control solution on the morning of (B)(6) 2015 when he obtained a result of ¿66 mg/dl¿. He reported that the issue had also occurred before. The patient manages his diabetes with a combination of medications. He was unable/unwilling to say whether he had made any changes to his usual diabetes management routine as a result of the obtaining the alleged inaccurate result. He reported that within a few hours, he developed symptoms of ¿high blood¿. He denied receiving any treatment for his symptoms. During troubleshooting, the cca confirmed that the patient¿s test strips had been stored correctly and he was using the correct testing steps. However, the patient was unable/unwilling to walk through a retest. The issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive any treatment for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.